Manufacturer narrative:
Investigation results: summary: 13 unused protaper gold finishing files f2 25mm were returned. The file which broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1796885). Unused files were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the product batch #1796885 is conforming (representative sampling). No fault found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold f2 25mm ster file broke during use. The broken part remains in the root canal and was incorporated into the filling. No injury.